Event description:
It was reported during use the bd vacutainer¿ 24 hour urine specimen container had sample leakage. This event occurred 3 times. The following information was provided by the initial reporter: the customer states "its difficult to screw on the cap onto the 24-hour urine bottles. When patients bring the bottle back it is poorly closed and therefore some of the urine spills into the carrying bag. The site staff tried to close the bottles and it is very difficult."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to does not attach/detach as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer¿ 24 hour urine specimen container had sample leakage. This event occurred 3 times. The following information was provided by the initial reporter: the customer states "its difficult to screw on the cap onto the 24-hour urine bottles. When patients bring the bottle back it is poorly closed and therefore some of the urine spills into the carrying bag. The site staff tried to close the bottles and it is very difficult."